Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Customer changed the cartridge to address the issue and insulin delivery was resumed successfully. Customer¿s blood glucose level was 279-316 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.